Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test along with the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no excessive no delivery tests. No signal too low alarms were noted; however, the unit alarmed unexpected restart error after a battery change due to a voltage leak on the interface board. No cosmetic damage was noted during inspection.

Event description:
The customer reported via phone call that his insulin pump has prompted him to rewind several times without alarming. The customer also received multiple unexpected restart error alarms recently. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal pump use. The insulin pump was returned for analysis and a replacement device was sent to the customer.